Manufacturer narrative:
Concomitant medical products: product ID 39286. Product type: lead: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2012. Product type: lead: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2012. Product type: lead: product ID 37754, serial# (B)(4). Product type: recharger: product ID 37746, serial# (B)(4). Product type: programmer, patient. (B)(4).

Event description:
It was reported that a lead had migrated and resulted with a replacement. It was stated that the patient had their initial implant about a month prior to reporting. It was also reported that the health care provider (hcp) could not "get the lead in place or didn't think there was enough room" so he put the two percutaneous leads "via his laminotomy." It was stated that the hcp "initially used the bumpy anchor, cut in half to anchor the percutaneous leads. He did not glue them; he put one suture around each." It was reported one of those leads (unknown which one) migrated out of place and both were removed and replaced with one new paddle lead. If additional information is received, a supplemental report will be filed.